Event description:
The facility provided additional info indicating the event was not an implant error, but no signature was provided.

Event description:
A user facility reported that a patient developed a hole in the posterior capsular bag during implantation of an intraocular lens (iol). The iol could not be inserted. Additional information has been requested.